Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, it was reported that the patient noted leakage of solution from a crack in the tubing set. The volume of solution that leaked was not specified. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced an the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4)